Event description:
Another MFR's stent was mounted onto this balloon catheter for deployment in the renal artery. Upon inflation of the balloon to deploy the stent, the balloon ruptured, the stent slipped off the balloon catheter upon rupture. Retrieval of the stent utilizing a snare was uneventful. The procedure was discontinued at that time since the prior dilatations had sufficiently increased the arterial flow. The pt's condition is good. The device has not been received. Therefore, no failure analysis was avalable. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used to deploy another MFR's stent in the vasculature which is a non-indicated use of this device. Co believes this contributed to the event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesion of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended. If loss of pressure within the balloon occurs during inflation or if a balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."